Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker was found in backup mode due to event queue overflow. The programming changes were made and the patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the patient was in stable condition.